Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cataract due to low vault. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Manufacture narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).